Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Review of explanted device found fracture artifacts, but did not suggest a certain fracture type. The device measured within design specifications. No root cause for the fracture could be determined.

Event description:
It was reported that patient underwent a hip fracture procedure on (B)(6), 2012. As the surgeon was placing the 9mm centralizer sleeve on the femoral stem, the sleeve cracked. The procedure was completed using an 11mm sleeve that was on hand, with no patient injury or delay to the procedure.